Event description:
Procedure type: hernia. According to the reporter: during the endoscopic surgery, the trocar spike had a barb and cut the tip of the trocar which lead to orange scraps. A new device was replaced. Nothing fell into the pt cavity, there was no bleeding reported in excess of 500cc, the case was not extended by more than 30 mins, there was no unanticipated issue loss.

Manufacturer narrative:
(B)(4).